Manufacturer narrative:
(B)(4). Concomitant medical products: medical devices: vanguard posterior osteophyte chisel catalog #: 32-486150, lot #: ni. The complainant has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this procedure; please see all reports associated with this event: 0001825034-2022-01363. Investigation incomplete.

Event description:
It was reported that during a knee arthroplasty, two posterior osteophyte chisels fractured upon impaction with a mallet. Attempts have been made, however, no additional information is available.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The device history records could not be reviewed as the lot number associated with the reported event is unknown. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; g3; g6; h1; h2; h3; h4; h6; h10 visual inspection of the returned devices shows that the device is fractured and all fractured pieces were returned. The device history record was reviewed and no discrepancies relevant to the reported event were found. Lot# zb160101 was manufactured on may 28, 2016 and has therefore been in the field for approximately six years. It is unknown for how many times the device is being used. Based on the information available, root cause can be determined as normal wear during the instrument¿s field life. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.